Event description:
The sales representative reported the intracranial pressure monitoring catheter could not be zeroed prior to placement. A second catheter was zeroed placed and functioned as desired.